Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional information: initial reporter phone (B)(6).

Event description:
It was reported that a plum xld parenteral nutrition infusion was completed in less time than that was programmed. It was programmed to infuse with a rate of 10.8 cc/h for 24 hours. The infusion was started on (B)(6) 2022 at 6 pm and it ended before 3 pm. The event occurred during patient use; however, there was no harm, and no medical intervention was required. No additional information is available at this time. Hold cm 10.24

Manufacturer narrative:
The device was programmed in channel a to deliver a volume of 259 ml in 24 hours, at a flow rate of 10.8 ml/hr, resulting in 264 ml delivered in 24 hours 1 minute 30 seconds. 259 ml *5% = (+/- 13 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery margin of error was +5ml. Based on customer experience, the device ended 3 hours earlier than programmed. But the customer protocol tests determined that the device worked 24 hours 1 minute 30 seconds without interruption and the infusion was completed without over-delivery or alterations of the values delivering what was programmed. A keyboard and knob test was carried out to verify that no self-programming was done. Each key works correctly, and the test passed correctly. It can be concluded that during the customer protocol and product verification tests. The device infused correctly without over-delivery, it did not generate technical failures or alarms, or over-programming caused by the keyboard, no relevant records were found in the device history review (DHR). A probable cause was not found.